Manufacturer narrative:
Product is still implanted in the patient. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Attorney's report of patient's alleged anticipated future scheduled surgery to have the ck mesh patch removed and replaced.